Event description:
It was reported that a malfunction 16 alert occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reached out for assistance, but technical support's initial attempts to contact the customer were unsuccessful; the representative left a message for follow-up. No additional information was received regarding the outcome of the event.